Event description:
It was reported that the patient had an scan and the physician saw the reservoir empty and deflated, therefore, he suspected that there was fluid leak in this component an inflatable penile prosthesis (ipp) replacement surgery was performed in which the pump and cylinders were removed and replaced and the old reservoir was left in the body. A new reservoir was placed with the new implanted system. The location of the fluid leak could not be detected as the reservoir could not be tested. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.